Manufacturer narrative:
H2: additional information added to b5. H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that it was the user's error in the setting connectivity parameters on the thermal therapy system side and/or manufacturer's meduser password setting error on the scanner side caused the issue of having the account locked and resulting delay in fixing the issue. Analysis found that the software functioned as designed. H6: fdm b01, fdr c23, and fdc d11 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a software failure that could not be resolved during surgery. Surgical intervention was interrupted before the surgery finished due to a software failure. No further information was provided.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the thermal therapy system could not establish a connection with the non-medtronic scanner account after prompting the connection on the thermal therapy system interface. Engineers from the manufacturer of the non-medtronic scanner were brought in to reset the account. Once reset, the account could be entered however it was reported that troubleshooting took too long to perform the final ablation of the procedure. It was noted that subsequent procedures on separate patients could be completed without issue. Additional information was received. It was reported that the procedure was delayed half an hour due to the reported issue and that the ablation performed was sufficient without the final ablation being conducted.